Event description:
It was reported that the helix of the lead had extended without operator input prior to use. Additionally it was noted that it took the operator twenty-six turns when attempting to extend the helix. The lead was not used. No patient involvement has been reported as a result of this event.